Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1021, awareness date 30-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer reported that she experienced chronic pelvic pain, chronic / heavy periods every few weeks, joint pain in her wrists, legs, hips and knees, lower back pain, brain fog, bloating, vision changes, hair loss, sweating, metal taste in mouth, dental problems, bad acne, no sex drive, painful intercourse, headaches, allergy to nickel. She also developed temporomandibular joint disorder, trigeminal neuralgia and had her gall bladder removed in (B)(6) 2013. In (B)(6) 2014 she had a hysterectomy performed taking everything except her ovaries. Since then all her side effect were gone and she felt much better. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and had her gallbladder removed. These events, seen as pelvic pain and cholecystectomy, are serious due to medical importance and required intervention. Pelvic pain is listed while cholecystectmy is unlisted in the reference safety information for essure. Pelvic pain may occur during essure use. Thus, considering implied temporal relationship, event's nature and recovery after removal (positive dechallenge), causality with essure use cannot be excluded. In addition, since most of cholecystectomies are performed due to symptoms or complications related to gallstones and essure acts locally in fallopian tubes, causal relationship between suspect insert and this event is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and had her gallbladder removed. These events, seen as pelvic pain and cholecystectomy, are serious due to medical importance and required intervention. Pelvic pain is listed while cholecystectmy is unlisted in the reference safety information for essure. Pelvic pain may occur during essure use. Thus, considering implied temporal relationship, event's nature and recovery after removal (positive dechallenge), causality with essure use cannot be excluded. In addition, since most of cholecystectomies are performed due to symptoms or complications related to gallstones and essure acts locally in fallopian tubes, causal relationship between suspect insert and this event is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.